Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user reported a low blood glucose (bg) event with a lowest bg of 66 mg/dl, followed by highs up to 208 mg/dl over the past several days, creating bg fluctuation. The low was corrected with a small sandwich, and high bg were corrected by ilet dosing. The agent reviewed proper treatment using the 15 g/15 min method and scheduled additional training. At follow-up, bg was 130 mg/dl. Blood glucose (bg) was corrected with food and ilet corrections. The user's reported symptoms during the event were feeling sluggish during low bg, and lethargic, exhausted and body aches during high bg. No outside assistance or medical intervention was required or reported at the time of call.